Event description:
It was reported that during a laparoscopic cholecystectomy the device would not close/approximate and "fell apart." The surgeon "tried five times." The device misfired and clips would not lock on tissue once fired. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition, but with no clips remaining. The lock out mechanism was engaged as intended. The device could not be function tested due to the lack of clips. No conclusion could be reached as to what may have caused the reported incident. The device history record was reviewed and no discrepancies were noted.